Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1) is related to case with patient identifier (B)(6) (system 2) the event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.

Event description:
Customer allegedly received the following results, with two different compact meters, within 10 minutes: 0.7 mmol/l (system 1) and 7.0 mmol/l (system 2). No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.